Event description:
Upon checking equipment first thing in the morning, or staff identified error code on davinci robot. Called intuitive to notify. Informed rep will be needed to repair/software upgrade. Surgeon notified davinci not available. Surgeon opted to reschedule case to another day.